Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The symptom of "door not fully latched" alarms was reproduced and confirmed through evaluation as well as review of the event history log. This condition was caused by loose link screws. The link screws were replaced.

Event description:
It was reported a spectrum pump had a door which would not close. It was also reported there was no patient incident. During baxter's functional testing, a spectrum pump displayed a "door not fully latched" alarm. There was no patient involvement.